Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device has a boor up issue. The customer worked with the technical support representative. Customer needs boot up information. It was determined the customer needs boot up information / instructions. The customer was referenced to the instructions for use guide. No further action,